Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed; however, there is no information suggesting that the patient's death was device related. The customer reported that the device alarmed properly during the patient's cardiac arrest. A service history record review also reveals that this unit was in the field for over one (1) year with no previously reported issues.

Event description:
It was reported that there was a patient incident while the patient was being monitored by the device. There was a witnessed cardiac arrest and CPR was started immediately. The initial thought was that the patient had a massive pulmonary embolism; however, autopsy reports showed that the patient had a fatal cardiac arrhythmia. It was also noted that the device did alarm after the patient went into cardiac arrest.